Event description:
A moss miami magnum polyaxial stainless steel screw broke at t11 post-operatively. According to the complainant, the screw was implanted in 9/2001 as part of a t11-l5 construct. The screw was explanted but the date is unknown. There were no other adverse consequences to the patient. The product and lot code were not reported. The product was not returned for evaluation. A definitive cause of the event cannot be determined. No further evaluation could be performed. Information from the surgeons revealed that they used the screw (placed at the right t11) in a complex adult scoliosis construct. It is likely that the in-vivo loads of this construct exceeded the load carrying capacity of the screw. To help to alleviate these types of events from recurring in the future, the transition radius of the screw shaft was changed to provide additional strength to the shaft. Since these complaints originated from one hospital group of surgeons who were using the screws in very complex and demanding constructs, and no other complaints have been reported, the change to the shaft is being incorporated on a phase-in basis. All of these surgeons have been contacted and informed of the design limitations of these screws. No further action is required.